Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: device broke during a robotic lap chole. Cracked on top and clear plastic got stuck in patient. No unanticipated tissue loss. No blood loss greater than 500cc. No delay in or time by more than 30 minutes.